Manufacturer narrative:
The following devices were also listed in this report: x3 triathlon cs insert no 6 9mm; cat# 5531-g-609-e; ln1ep4 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding range of motion (rom) involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it as reported that the patient was revised due to pain/limited range of motion. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revised a left total knee originally done (B)(6) 2024 due to pain/limited range of motion. Dr. Had revised the patient on (B)(6) 2024 from an mck medial uni done originally on (B)(6) 2023 (under another pi). When the femur was removed, dr. Observed there was mostly fibrous ingrowth.